Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00775, 3005168196-2020-00776, 3005168196-2020-00777, 3005168196-2020-00778, 3005168196-2020-00779.

Event description:
The patient was undergoing a coil embolization procedure in the paraclinoid internal carotid artery (ica) using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician placed at least one smart coil in the target vessel using a handle but experienced resistance removing the handle after completing the detachment. Subsequently, the pusher assembly of the next smart coil became stuck in the handle, and the handle failed to detach the smart coil. Therefore, the physician manually detached the smart coil by cutting the pusher assembly. The physician continued the procedure and placed at least one other smart coil using a second handle. It was also reported that the physician experienced resistance removing the handle after completing the detachment. Subsequently, the pusher assembly of the next of the next smart coil became stuck in the handle, and the handle failed to detach the smart coil. Therefore, the physician manually detached the smart coil by cutting the pusher assembly. It should be noted that the exact number of smart coils with resistance after detachment with either of the two handles is unknown. The procedure was completed using additional smart coils and a third handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: a fractured pusher assembly with a broken pet lock was stuck inside the first handle nose cone. The nose cone funnel was measured with the pin gauges and within specification. Conclusions: evaluation of the first handle confirmed that a fractured pusher assembly was stuck inside its nose cone. If a smart coil pusher assembly is forcefully inserted into the handle funnel and the handle is actuated, the pusher assembly may be stuck inside the handle. During functional testing, the fractured pusher assembly was removed from the handle and the handle was tested with a test fixture and performed within specification. The handle was able to detach a demonstration smart coil and subsequently the pusher assembly was removed from the handle without issue. Evaluation of the second handle confirmed that a fractured pusher assembly was stuck inside its nose cone. If a smart coil pusher assembly is forcefully inserted into the handle funnel and the handle is actuated, the pusher assembly may be stuck inside the handle. During functional testing, the fractured pusher assembly was removed from the handle and the handle was tested with a test fixture and performed within specification. The handle was able to detach a demonstration smart coil and subsequently the pusher assembly was removed from the handle without issue. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00775, 3005168196-2020-00776, 3005168196-2020-00777, 3005168196-2020-00778, and 3005168196-2020-00779.